Event description:
Litigation alleges that patient experienced potential cobalt and/or chromium poisoning, constant pain, numerous doctors visits, and anxiety. Patient has not yet scheduled a revision surgery.

Manufacturer narrative:
**Patient is a resident of (B)(6). Update 12/21/2011 plaintiff's fact sheet form was received which identified part/lot information. There is no new information that changes the outcome of this investigation. **update**04/10/2013-sales rep reported revision surgery on right hip due to pain and stem loosening. Dor: (B)(6) 2013 (right hip). Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the femoral stem product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided regarding the reported stem loosening. It is known the asr platform was voluntarily recalled from the market. Based on the inability to determine root cause, the need for further corrective action has not been indicated.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.